Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type irrigation set had air bubbles in the line that restricted the view of the patient¿s bladder during surgery. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.